Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was discarded, the definitive root cause of the broken fiber could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 365 single-use fiber broke during a therapeutic stone lasering procedure. According to the initial reporter, the subject device was inspected prior to use and no abnormalities were noted. Additionally, the subject device was still used to complete the procedure with no additional interventions required. This event did not result in any harm to the patient.